Event description:
It was reported that the patients ipg was not holding a charging. The patient underwent an ipg replacement procedure and was doing postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.